Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a male patient required a quick-core coaxial biopsy needle set for a percutaneous lung biopsy procedure. Prior to patient contact, the inner stylet was difficult to remove from the coaxial needle. Another similar device was used instead to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation (B)(6)hospital of china contacted cook on (B)(6)2022 concerning a quick-core coaxial biopsy needle set (rpn: qcs-18-15.0-20t; lot# 14056137). It was reported that, during a percutaneous lung biopsy on 23apr2022, the customer had difficulty removing the inner part of the dtn needle. Another device was used to successfully complete the procedure. No adverse effects were reported for this event. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The dhrs for lot# 14056137 and sa13770185 (dtn needle) were reviewed and recorded no non-conformances or additional complaints. Based on the dmr, the DHR, and review of past complaints, cook found the product out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_qc_rev6. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to a manufacturing quality control deficiency. It is most likely the dtn needle was over-tightened. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.